Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cardiac disorder ("heart disorder") and blood disorder ("blood disorder"), 4 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and back pain ("back pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cardiac disorder, blood disorder and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, blood disorder, cardiac disorder, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case become serious incident, essure removal date added. Seriousness criteria for event genital hemorrhage updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cardiac disorder ("heart disorder") and blood disorder ("blood disorder"), 4 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and back pain ("back pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cardiac disorder, blood disorder and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, blood disorder, cardiac disorder, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.